Event description:
It was reported that the healthcare provider (hcp) had incorrectly programmed a flex dose. It was indicated that the basal rate should have been 34 mcg/hr, but the hcp "misprogrammed it" and had entered the total dose as 300 mcg. It was added that the patient was doing "ok". The hcp was to re-program the pump. No further details were reported.

Manufacturer narrative:
Physician programmer: model #: 8840, serial #: unknown; application software model#: 8870, serial# unknown. (B)(4).